Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy, laparotomy with repair of incidental cystotomy, boston scientific tension-free suburethral sling placement and suprapubic catheter insertion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2007 to treat pelvic organ prolapsed and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.